Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis found that one pce60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override mechanism worked as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported by the facility contact that during an unknown procedure, on an unknown firing with an unknown cartridge, the battery on staple gun died within the fifteen second time period clamping on bowel. The manual release failed as well. The usual anvil release button finally worked on the device allowing jaws to open. It is not known if buttressing was being used. No additional information is available. A second device of the same product code was used to complete the procedure. There were no adverse patient consequences. One device will be returned.